Manufacturer narrative:
The insulin pump was received with a blank display due to a broken component on the interface board. Unable to confirm the frozen screen due to the blank display.

Event description:
The customer reported a frozen screen. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.